Event description:
The customer reported that during testing, the user reported feeling a shock. There was initial skin redness to the user which resolved without further treatment.

Manufacturer narrative:
(B)(4). The customer reported that during testing, the user reported feeling a shock. There was initial skin redness to the user which resolved without further treatment. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.